Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause and treatment of the events were unknown. Five days after the event onset, the patient was hospitalized for the event. At the time of this report, the patient recovered from the events. The patient was scheduled to be discharged "this week". On an unreported date, the pd catheter was removed and patient was shifted to hemodialysis twice a week. No additional information is available.